Event description:
During a laparotomy with excision of retroperitoneal mass four instruments jammed after approx 14 clips were fired from each device. Two of the four devices are being returned. The pt received 20 units of blood. Pt expired due to blood loss.

Event description:
It was originally reported that during a laparotomy with excision retroperitoneal mass four instruments jammed after approximately 14 clips were fired from each device. Two of the four devices are being returned. The pt received 20 units of blood. Pt expired due to blood loss. Additional event info was provided, surgeon stated that devices did not cause pt death, the surgeon was frustrated as the devices jammed during use but were not a contributing factor to the death of the pt.